Event description:
Information received indicates the left siderail is not staying up due to a broken end tube.

Manufacturer narrative:
The technician replaced the broken end tube to repair the stretcher.